Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the device was showing premature battery depletion. Upon interrogation on (B)(6) 2019, the device had reached eri (elective replacement indicator). The reference values regarding battery consumption were above 700%. The device was replaced without any adverse events, and the patient is not pacer dependent. No pauses were observed.

Manufacturer narrative:
The device has been received for analysis, and currently the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported that the device was showing premature battery depletion. Upon interrogation on (B)(6) 2019, the device had reached eri (elective replacement indicator). The reference values regarding battery consumption were above 700%. The device was replaced without observed adverse events, and the patient is not pacer dependent. No pauses were observed. The device has returned, and the investigation is in progress.